Event description:
It was reported that the external pulse generator kept turning off. The generator was returned for service. It was noted that this generator was on loan to the hospital. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).